Event description:
The display of the unit is missing segments on the spo2 side. There was no pt involvement.

Manufacturer narrative:
Covidien confirmed segments were missing from the display and the failure was isolated to the front pcb.